Manufacturer narrative:
H6: fdc d16 code no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model number: nim4cm01, brand name: console nim4cm01 nim 4.0, serial number: unknown h6: product ID: nim4cm01 - fdm b17, fdr c20, img g02030, and fdc d16 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery the console showing an error that the patient interface fault detected and console battery unavailable error. Interface battery over 80% charged. Console connected to the wall power but both wireless/wired status showed the error. There was self test error. Software v.1.7.5 upgrad completed rebooted over 10 times and ups power connected but no resolution. There was no patient impact.